Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2020-09028. It was reported that the patient presented with an alert for high voltage circuit damage. There was a low high voltage lead impedance during attempted shock delivery that caused high voltage circuit damage to the device. The patient experienced syncope. Lead and device replacement was discussed.